Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the initial implant procedure, the physician was unable to find an adequate pacing position with the lead. Lead was not used and was replaced. Patient was stable.